Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for routine follow-up, device was found to reach eri. Based on the battery data, nine months of longevity was still remaining. It was suggested to clear the alert and continue to monitor the patient.